Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
After the iab was inserted, the pump stopped with a message "blood detected." Blood was not in the tubing then. The dr started the iabp with autofill. After iabp for two hours, the blood detected" alarm sounded again. A few hours later, blood was noted in the catheter. The dr had difficulty removing the iab from the pt. (Event complications: none from the event - reported 9/11/97.) (Pt's current status: unk - rpt'd 9/11/97)